Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 27jan2021.

Event description:
It was reported to philips that the device had continuous blower alarms. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.

Manufacturer narrative:
The device was evaluated by the customer and a philips remote service engineer (rse). The customer was provided a quote for service and replacement of parts. No response was received after multiple attempts were made to obtain device repair and operational status.